Event description:
The user facility reported during I/a a tear occurred in the patient's eye. The tear did not require more than just manual vitrectomy at the wound site.

Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. Report 2 of 2 see related medwatch report number: 0001920664-2022-00010.

Manufacturer narrative:
The field service technician did not have access to the stellaris unit for evaluation. If approval is received from the customer, a supplemental report will be filed. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 2 see related medwatch report number: 0001920664-2022-00011.